Event description:
Additional information was received on (B)(6) 2012 indicating that the patient was scheduled for re-implant. The patient was re-implanted with a new lead and generator on (B)(6) 2012. It is likely that the previous infection has since resolved. Additionally, it was indicated that the patient's lead had been explanted previously at the same time as the generator.

Event description:
It was reported on 07/02/2012 that the patient's recently implanted generator was explanted on (B)(6) 2012 due to an infection at the generator site. Follow up was performed with a nurse at the surgeon's office and it was indicated that patient was seen on (B)(6) 2012 for follow-up after (B)(6) 2012 implant surgery. On that date, there was slight concern over the left axillary incision; redness but no swelling or drainage. On (B)(6) 2012, the patient's caregiver was asked to monitor the site, however on (B)(6) 2012, the patient was admitted to the hospital and IV antibiotics were started. The patient was discharged on (B)(6) 2012 but was still receiving IV antibiotics. Blood cultures were performed and it was indicated that the infection was (B)(6). The infection was believed to be related surgery. There was no trauma or manipulation to the device. The patient was still noted as being on IV antibiotics. The explanted generator was returned to the manufacturer. Analysis is not yet complete. A review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Pa on the generator was completed on (B)(6) 2012. During analysis, results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.